Event description:
It was reported that a patient implanted with an impella 5.5 developed a fever and was unable to follow commands. The patient received a transplant and was weaned from the pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B.2 revised selection as the selection entered on the initial report was entered incorrectly. B.7 added information that was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. Investigation summary: fever: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.